Manufacturer narrative:
Because the screw fragment is not available for investigation, a metallurgical examination - indispensable in these cases - cannot be performed and it is not possible to determine the root cause of the reported failure.

Event description:
Broke 2.0 x 12 mm mandible screw non-locking bone screw. Pt is not injured. Left the screw in the pt.